Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2026. The anatomy location is unknown. During unknown time, the clip prematurely deployed. There were no patient complications reported as a result of this event. No additional information despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment egd or unknown procedure, also unknown location or eshophagus.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment egd or unknown procedure, also unknown location or esophagus. Block h11: investigation results the device was not returned; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of clip premature deployment was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026. During unknown time, the clip prematurely deployed. The procedure was completed with unknown device. There were no patient complications reported as a result of this event. No additional information despite good faith efforts.